Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic intramural hematoma. It was reported that there was an embolic event. Following extubation the patient had an acute aphasic episode lasting less than 24 hours with some transient weakness. All symptoms resolved within 24 hours post implant. The physician stated the event was related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).